Event description:
It was reported that a fracture was suspected on the right ventricular (rv) lead. Upon interrogation, programming changes had been made to the ventricular channel and pulse width and the pacing impedance was significantly high. The patient had a persistent left superior vena cava potentially creating sharp bends in the rv lead near the pocket, but no wire externalization was noted under x ray. The rv lead was capped on (B)(6) 2026 and replaced. There were no patient consequences.